Event description:
The report stated that a pencil burned through drapes and burned the patient. The burn occurred on the abdomen and was roughly the size of a pencil eraser. It was reported as a 1st to 2nd degree burn treated with silvadine and then bandaged. The surgeon felt the pencil fired spontaneously while it was resting on the drape where it had been laid. The patient is reported as doing fine. The site reported that they had checked the generator and it had checked out ok.

Manufacturer narrative:
The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received, or, if additional information pertinent to the incident is obtained, a follow-up report will be submitted.